Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Manufacturing records were reviewed. All process operations presented in the manufacturing record from molding to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated when this production order was manufactured. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Additional information: new/change of information was received. The event was for a bent haptic and the lens was not implanted in the patient's eye. An incision enlargement was not performed because the lens had not been implanted or in the patient's eye. The bent haptic was noticed before the lens was inserted. Bent haptic was noticed during the preparation of the lens into the cartridge. There was no patient injury as there was no patient contact with the lens. Implant and explant dates: not applicable. (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The event was for a bent haptic and the lens was not implanted in the patient's eye. An incision enlargement was not performed because the lens had not been implanted or in the patient's eye. The bent haptic was noticed before the lens was inserted. Bent haptic was noticed during the preparation of the lens into the cartridge. There was no patient injury as there was no patient contact with the lens.

Event description:
It was reported that during the implantation of an intraocular lens (iol) the doctor noted the front haptic was bent (there was patient contact). The doctor enlarged the incision and removed the iol; the lens was subsequently dropped on the floor. A back-up lens was then implanted.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection revealed that one lens haptic was bent. Visual inspection also revealed surface residuals (fiber/particles) on the lens compatible with the handling the lens in a non-sterile environment. No cosmetic defects related to manufacturing were found in the returned lens. The investigation results reasonably suggest that the probable cause could be related to handling technique during the insertion process. All pertinent information available to the manufacturer has been submitted. Placeholder.